Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of up to 597 (mg/dl) and diabetic ketoacidosis determined to be dangerous. Reportedly, customer believed that the pump was not delivering insulin because their bg levels continued to rise despite delivering boluses. While in the hospital, customer was treated with intravenous insulin and potassium. Customer was released from the hospital on (B)(6) 2016. Review of pump data on (B)(6) 2016 did not show any alarms that would suspend insulin delivery. Recommendation was made to consult with health care provider to discuss diabetes management.